Event description:
The reporter reported a providone iodine leakage at the connection between the transfer set and minicap. No patient injury or medical intervention was reported.

Manufacturer narrative:
The sample is not available for analysis. There are no further measures to be taken relative to this matter. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line.